Manufacturer narrative:
The astral device was top case assembly was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the astral top case panel was defective. Based on all available evidence and complaint investigation of a similar nature, the investigation determined that top case defect was due to an isolated component failure within the device top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the touch screen failure was due to a defective top cover. The top cover panel was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.